Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft with a severe kink 53cm distal of the strain relief. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the "check saline supply" error was displayed on the console. The shaft was cut at the severe kink and it was revealed that the hypotube was broken. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing "check saline supply" error to display on the console and the device not to prime. Product analysis confirmed the reported event, as the shaft was kinked causing the hypotube to break and the device not to prime.

Event description:
Reportable based on the device analysis completed on 26mar2020. It was reported that an error message occurred. An angiojet solent omni catheter was selected for use. During the procedure, under power pulse mode, the console worked for 10 seconds. However, the system alerted a check saline supply error. A system reset was done but the error persisted and the console can not be used. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed a broken hypotube.